Event description:
It was reported that the patient, recently started on the ilet system, experienced a low glucose episode overnight, treated it with oral glucose tablets, and later contacted support while glucose values were stable; the patient inquired about adjusting targets to a higher value, and was advised that a 150 mg/dl target could not be set. Symptoms included hypoglycemia without reported associated complaints. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings due to insufficient information, and no specific device problem or component issue could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.